Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient¿s scs system was explanted due to expected battery depletion. It was reported that the surgery occurred about 10 days prior to the report. No further complications are anticipated.